Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several inappropriate shocks and anti tachycardia pacing (atp) due to atrial-driven rhythms. According to boston scientific technical services (ts), functional undersensing was observed, which converted the rhythm to atrial tachycardia (at). After that, several atps and electric shocks were given, and the therapy was exhausted. Ts suggested reprogramming options. This device remains in service. No additional adverse patient effects were reported. Additional information received indicated that this ICD was reprogrammed.